Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. A day after the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported). At the time of this report, the patient was recovering and was expected to be discharged six days after the event onset. Action taken with pd therapy was not reported. No additional information is available.